Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional device product codes dzi, erl, hbe. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The reported event didn't happen during surgery. There was no patient involvement. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: service history of the past six months from the awareness date was reviewed. No service history review can be performed. The item has not been in for service for the past six months. There is no information relevant to the current complained issue. Power tool evaluation was also completed on this device. The customer's complaint that the ((B)(4)) electric pen drive runs automatically was confirmed. The device was evaluated and the complaint was substantiated. The (ecu) electronic control unit is most likely damaged from normal use over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Sales consultant reported 05.001.010 (electric pen drive 60,000 rpm) runs as soon as it is plugged in. It won't stop running. This is report 1 of 1 for complaint (B)(4).